Event description:
(B)(4). It was reported that following the implantation of an elevate pc anterior graft the patient presented with mild genital bleeding. The event was considered resolved as of (B)(6) 2013 after spending a night in the hospital for observation. There were no further complications reported as a result of this event.